Manufacturer narrative:
The reported event of unexpected pacing parameter was confirmed. Based on the review of the information provided, the parameter was incorrectly updated due to clicking the test panels multiple times, resulting in the values used for testing to be set as the device¿s permanent parameters.

Event description:
During an in-clinic follow-up, unexpected pacing parameters were observed on the device while performing an autocapture test which resulted in an error message on the merlin programmer. The programmer was turned off, and the device was interrogated again and reprogrammed to resolve the event. The patient was in stable condition.